Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported event of atypical low voltage/power cable disconnect alarms was confirmed via the provided log file; however, the reported event of the system controller¿s black power cable being kinked was not confirmed. The provided log file contained data spanning approximately 5 days ((B)(6) 2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. A few atypical power cable disconnect and low voltage advisory alarms were intermittently observed throughout the data. The alarms both appeared to have been caused by the voltage within either power cable briefly fluctuating below the alarm threshold, and each alarm resolved within a few seconds of activation. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event suggests that the controller remains in use. The root causes of the reported events were unable to be conclusively determined through this analysis. The reported damage to the black power cable may have contributed to the atypical alarms observed within the log files. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and low voltage conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 instructions for use (rev. C, section 4 ¿system monitor¿) instructs users to contact abbott if they have any questions regarding log files or understanding log file information. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2024 for a routine follow up visit. The patient reported that they continued to get very brief low voltage advisories when they leaned forward while connected to battery power with their equipment in their left ventricular assist device (lvad) vest. The site believed this issue was due to the way the patient wears their equipment and potentially torques the battery/battery clip interface. The patient does have a kink in their black power cable as well. The site noted that they did manipulate the kink and was unable to trigger an alarm. They also noted that the patient began using new battery clips in an attempt to remediate this issue. Log file review was requested, and the log file noted multiple odd power cable disconnects while the patient was connected to batteries that did not appear to be related to power exchanges. The patient had been encouraged to put aside the batteries that were in use when the alarms occurred to rule out a battery issue. The patient began to utilize the two battery clips that had not been used since implant, but this did not resolve the issue. The patient stated that the kink in the power cable had been present since implant, though the ventricular assist device (vad) team had not documented the kink until approximately (B)(6) 2023. The exact cause of the kink was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.